Event description:
Repair center: unit is alarming or has red light. The pilot valve is alarming and shutting down, the transformer destroys the pcb, the pcb has a short circuit, the 4-way valve is not shifting, the sieve beds are saturated, and the compressor is noisy.